Event description:
It was reported that pump displayed non-resettable malfunction code 24 with fault ID 0x2219, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump.